Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a low out of range pacing impedance measurement of less than 200 ohms on the right ventricular channel. As the patient was not pacemaker dependent, no changes to the system were made. The crt-d remains implanted and in service. No adverse patient effects were reported.